Event description:
It was reported that during the implant procedure, lv threshold was unmeasurable, and lv stimulation was not effective. Measurements with the analyzer; however, had reported threshold of 0.9v at 0.5ms. The device was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) there were no anomalies found.